Event description:
Facility reported "dialysis machine alarmed with minor blood leak. Dialysate tested positive for blood. Dialyzer failed when tested in reuse." Estimated blood loss 350cc. Circuit was discarded. No medical intervention. The sample is available for eval. Medwatch filed on the blood loss.